Event description:
Medtronic received information that one year and one month following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted. The reason for the replacement valve was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.